Event description:
It was reported that the radial artery device was inserted in the pt without difficulty. However, upon removal, the catheter sheared leaving a 1/8" piece in the pt. There were no pt complications.